Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the patient was discharged from the hospital and was recovered from the event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized and treated with unspecified antibiotics for the event. On an unknown date, pd therapy was discontinued, and the patient was transferred to hemodialysis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. The patient was retrained on the proper aseptic technique. No additional information is available.